Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the stent dislodged from the balloon and was resting on the pigtail mandrel along with the balloon stent protector still in place on the stent. A visual and microscopic examination identified some of the stent was severely stretched and the first three rows on the distal end were still inside the balloon/stent protector. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found the lumen was kinked approximately 225mm proximal from the tip of the device. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a preparation for a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous right coronary artery (rca). While removing the balloon protector from a 3.50x16mm promus element stent, they encountered resistance and the stent became deformed. The device never entered the patient's body and the procedure was successfully completed with another of the same device. No patient complication were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a preparation for a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous right coronary artery (rca). While removing the balloon protector from a 3.50x16mm promus element stent, they encountered resistance and the stent became deformed. The device never entered the patient's body and the procedure was successfully completed with another of the same device. No patient complication were reported and the patient's condition is good.